Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd cathena¿ safety IV catheter while introducing it. The following information was provided by the initial reporter: "the IV was started in the preoperative area, the stylette and catheter separated inappropriately. Anecdotally, the anesthesia assistant that witnessed the event reported that she has seen this before - yet it was unreported."

Event description:
It was reported that the needle pierced through the bd cathena¿ safety IV catheter while introducing it. The following information was provided by the initial reporter: "the IV was started in the preoperative area, the stylette and catheter separated inappropriately. Anecdotally, the anesthesia assistant that witnessed the event reported that she has seen this before - yet it was unreported."

Manufacturer narrative:
H6: investigation summary: three photos and one used actual sample with open packaging were received by our quality team for evaluation. From the photos, the needle was observed to be pierced through the catheter at the nose of the catheter adapter. The sample was subjected to visual inspection. The needle was observed to be pierced through the catheter at the nose of the catheter adapter. A blood stain was observed in the catheter tubing, so the sample was used. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed and investigated. No station was found which could potentially lead to the reported defect. As the returned sample was used, the needle piercing through the catheter most likely occurred during product application when the product was manipulated.